Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a high out of range shock impedance measurement. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.